Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the "sensor was no longer available". Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified high reading on the sensor and self-administered "too much" insulin. Customer subsequently experienced hypoglycemia and was unable to self-treat. Customer was provided sugar by his wife and no further treatment was reported. There was no report of death or permanent impairment associated with this event.